Event description:
It was reported that the patient had non working contacts on the leads. The physician replaced the ipg however, the procedure did not resolve the high lead impedance issue. There will be no course of action on the leads at this time.

Manufacturer narrative:
Event date: exact date unknown, event occurred a year and a half from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had non working contacts on the leads. The physician replaced the ipg however, the procedure did not resolve the high lead impedance issue. There will be no course of action with the leads at this time.

Manufacturer narrative:
Sc-1132 (sn: (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.